Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the ipg was moved to the other side of the body. The patient was doing well postoperatively.